Event description:
Caller reported a minimum fill notification occurring with their insulin pump. There was no adverse impact to the customer's blood glucose level. Initially, attempts to resolve the issue by cleaning the pneumatic tap area and reloading the same cartridge were unsuccessful due to cartridge damage, and loading a second cartridge also failed. Technical support guided the customer through cleaning the pump area again and removing an o-ring as seen in a photo shared by the customer. After these steps, the customer successfully loaded a new cartridge and resumed insulin use, resolving the issue.